Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete for this complaint.

Event description:
It was reported that the cutters were not cutting. There no harm and delay of unknown timing was reported. The event occurred during surgery.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp - item: 00770301500 - lot: 62748376 - serial: (B)(4). No device history record or previous repair record review can be performed on the mesher associated with the reported issue as no serial number or mean to identify the device involved able to be provided when the event was reported or from follow-up. No complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. In addition, it cannot be determined if there were any similar event related to the reported device based on the information provided. As such, no further action is required at this time. On 8 july 2019, it was reported that a cutter for a mesher was not cutting properly. The customer was asked to return the involved devices for evaluation and was quoted for service. However, at the time of the investigation, the customer has yet to make a decision and no product has been returned. As such, no evaluation or repair has been performed and cannot be reviewed as part of the investigation. The customer did not return a device for evaluation. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.